Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced an infusion set tubing detachement event on (B)(6) 2025. The tubing was detached at site connector. Infusion set was used for 3 to 7 hours. Blood glucose level was 500 mg/dl at the time of the event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001913, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6001913 was manufactured according to the work instruction (wi) version 105 and manufactured in the line l6 on 20-jun-2023, with a total of (B)(4) units. An nc 1693442 for components mixed in packaging. The sub-assembly: gluing of tubing of the lot # 3f03150 was manufactured according to the wi version 55 and manufactured in the machine sc02, on 17-jun-2023, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: one non-conformance (nc) was raised during the process unrelated to the malfunction reported, therefore, no nc raised related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.